Event description:
According to the literature, a retrospective and prospective randomized controlled study compared the performance of fork-tip and franseen needles for the sampling of pancreatic, subepithelial, lymphoid, and other abdominal or mediastinal lesions. The study consisted of three arms: 1 retrospective control arm consisting of cases using the second-generation 25-gauge (g) procore needle and 2 prospective randomized arms using a third-generation 25g fork tip-type needle (sharkcore) and a 25g franseen needle (acquire). Between september 2018 and september 2019, 118 cases were included in randomization for the prospective arms of the study: 59 were randomized to the acquire arm and 59 to the sharkcore arm. It was noted one case was excluded because the fnb needle malfunctioned. It was unknown which device was used. Adverse event included three cases of nonspecific abdominal pain, one of which required hospital admission. CT imaging did not show any concerning abnormality in these patients and the pain resolved without specific intervention.

Manufacturer narrative:
D10 concomitant product: unk-bcnndl, unknown beacon needle, (lot #unknown) author: adam haig title: comparing the diagnostic adequacy of 25-gauge fork-tip versus franseen versus reverse-bevel-type needles in eus¿guided tissue acquisition: a prospective randomized study with a retrospective control source: http://www.eusjournal.com/ publication date: : 1 june 2023 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.